Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The isd board was removed and replaced. The system was tested and operated as intended.

Event description:
The customer reported the 9900 system will not boot. No patient injury was reported.